Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a shock impedance of 185 ohms, which is high within normal range. Technical services (ts) reviewed the device data and provided the impedance trend, which shows an average of approximately 150 to 160 ohms and fluctuations are observed. It was advised to consider performing x-ray to assess system position and further recommendations were also provided. Additional information was provided. A defibrillation threshold (dft) test was successfully performed and the shock impedance was noted at 155 ohms, which is still high within normal range. A chest x-ray was also performed to assess the system position. Ts discussed further recommendations and it is expected the patient loses weight. The s-ICD system remains in service. No additional adverse patient effects were reported.